Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 3 september, 2025 and 5 september 2025. H11: the actual device was received for evaluation. A visual inspection noted a black particulate matter (pm), measured to be 0.06 square mm in size. The pm was embedded in the material of the tubing line and was not in the fluid path. The black pm was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the actual material of the device tubing line. A fragment of the pvc (black particle) can potentially be embedded in the material of the tubing line during the manufacture of the tubing line. The reported condition was verified. The cause of the condition was manufacturing related, however, since the pm was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign particle was present within a small volume infusor. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center. Should additional relevant information become available, a supplemental report will be submitted.